Event description:
Multiple 30 ml syringes found with brown particulate matter inside the sterile packaging, wings of syringe broken off on two (pieces not in packaging), and some with missing dash marks for dosage on barrel. Also, one syringe barrel noted to be cracked. All from lot # 8054633. Materials management notified and entire lot removed from department supplies. Bd rep. Notified of event. Distributor ((B)(4)) also being notified. None of the syringes, to our knowledge, were used for patient care.